Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user husband is stating that his wifes chair, seat upholstery is sagging.